Event description:
Radiometer reference: (B)(4). According to the complaint, five patient samples measured on the abl800 flex analyzer (serial no. (B)(6) were recalled on 2025-03-18. At 13:36, the analyzer was placed in stop mode without any documented action, replacement, or indication of the reason. -calibration was confirmed as ok at 11:34. -creatinine results were acceptable at 13:22 but not at 14:00, when the first patient sample showed an abnormally low creatinine value. -at 14:04, another sample was analyzed, returning "?" For all parameters. No instrument alarm was triggered after this event. -at 14:31, the equalis control was analyzed, yielding a result of 45 mol/l compared to the method group result of 128 mol/l. The deviation was so significant that the value was excluded from statistical analysis. There was no harm to patients.